Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient experienced two falls due to hypoglycemia resulting in bruising, headache, and back pain. The cgm was reading between 400-500 mg/dl and the blood glucose reading was 42 mg/dl. The patient was treated in the emergency department with oral carbohydrates and dextrose 50. The patient also underwent diagnostic CT scan and x-ray. At the time of the report, the patient was at home resting with hyperglycemia and continued headache and backache. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.